Manufacturer narrative:
Device history record in review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.

Event description:
Consumer stated she used a menstrual pad and experienced burning and went to the ER. While at the ER she was examined and indicated she was prescribed a cream for 1st degree burns. The 1st degree burn area blistered and some blisters opened. The consumer stated she will have scars.